Event description:
A report was received that a patient had a pocket revision because the ipg was located too deep and the patient was not able to charge. The procedure took place in early 2009, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.